Event description:
The customer reported that an 840 ventilator had a blank screen. There was no patient involvement. The covidien customer support engineer (cse) could not duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number (B)(4).